Event description:
The customer reported to olympus that the evis exera iii video system center main switch was defective, the device can no longer be switched on during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was inspected onsite at the customer's facility and the complaint was confirmed. During evaluation, a mechanical defect was found in the on/off switch (the front switch seems to have broken off and left a plastic bar inside). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the mechanical defect could not be identified. However, it¿s likely the cause is related to the power switch¿s control force and the number of times exceeding the assumption. It was confirmed that a design change was carried out to improve the resistance of the power switch damage. It was also confirmed that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.